Event description:
When twisting the syringe into the manifold, it cracked, leaving the tip of the syringe in the back of the manifold. We had to open a brand new manifold and hook it up and reflush our lines before we could proceed. This happens quite frequently with this new manufacturer, and it is both unsafe and inefficient. This occurred during a pci.